Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to login to websites. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all users were unable to login. A technical support specialist logged into the server and validated that login into pes and hsv was not possible. Upon reviewing the identity server logs, the error was traced to system.argumentnullexception: value cannot be null (parameter: certificate). The certificate was rebound, the application pool was recycled, and iis was reset on both the app and report server. Testing confirmed that hsv and pes could be launched and logged into successfully. The system functioned as intended after the technical support specialist troubleshot the device.